Event description:
Customer reportedly received results of "hi" and 191 mg/dl within 10 minutes on the same device. No symptoms of high or low blood. No adverse event reported. No quality controls were used. Requested return of suspect device and replacement was sent.